Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-55846.

Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 475 mg/dl. Customer stated she had gone to the hospital because she woke up with high blood glucose and did not have any insulin available. The customer also reported she was dry heaving and nauseous from her high blood glucose. She also stated she was experiencing elevated blood pressure and chest pains. The customer was not in a vehicular accident. The customer stated she was treated with 10 units of fast acting insulin and a fluid drip. Troubleshooting found the insulin pump' settings were correct. It was also found the customer had received a no delivery alarm. She also stated the cannula on her previous infusion set was occluded with blood. The customer was informed blood at her infusion site may have contributed to her high blood glucose. No additional information provided.